Event description:
A malfunction alarm labeled "malf 0" was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer opted for a manual daily insulin therapy as a backup to ensure uninterrupted insulin delivery.